Event description:
I.m nail breakage required surgery to replace. Dr requested return of the nail, but it was not available for return. Review of x-rays shows cause as non-union and nail fatigue.

Manufacturer narrative:
Implant date: unk. Device MFR date: unk.